Event description:
MFR was notified via a phone call from surgeon that an implant had expulsed posteriorly into the canal. Surgeon subsequently forwarded x-ray images. Surgeon informed MFR that the revision surgery would occur on (B)(6) 2012 and that the pt was asymptomatic at the time.

Manufacturer narrative:
No anomalies noted with similar device or review of DHR records. Cause of expulsion unk.